Manufacturer narrative:
Patient codes - (B)(4). (Reoperation, ctscan) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic duodenal switch, the patient presented with symptoms of a post operative bleeding. CT scan showed an active bleed around the ileoileostomy anastomosis. Unanticipated tissue loss and tissue damage were noted. Surgical time was extended for 30 minutes or more, and surgical incision was extended. Once the patient was brought back the bleed seemed to be no longer active. The bleed was addressed and the patient is doing well.